Event description:
A report was recieved that the patient underwent a full explant procedure due to infection. The patient was hospitalized and given antibiotics. The patient is in rehab now.

Event description:
A report was received that the patient underwent a full explant procedure due to infection. The patient was hospitalized and given antibiotics. The patient is in rehab now.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm. The explanted devices will not be returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the culture results are not available, however the nurse indicated that the patient most likely had a (B)(6) infection. The patient is reportedly doing well and the infection has resolved.